Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3, h6: multiple fdd/annex a codes were reported. A05 was coded for system had a "localizer faulted" and the bump and internal temperature were highlighted. A1102 was coded for a "localizer faulted" message. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. The event logs reported intermittent firmware incompatibility and intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .843mm, with a passing threshold of 0.250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a "localizer faulted" message while preparing for a case. There was no confirmation of the amber light from the site. A manufacturer representative (rep) called later to report that in the network device interface (ndi) toolbox, the bump and internal temperature were highlighted, hence the probable cause was likely the cmos (complementary metal oxide semiconductor) battery. No patient was present.